Manufacturer narrative:
The supplemental report is being submitted to provide additional information snd correct the PMA/510k number from eua(B)(4) to eua(B)(4). A product deficiency was not reported or identified. According to the package insert in195100 v.5.0: reagents and materials extraction reagent (1 or 2): bottle containing <1 ml of extraction reagent precautions invalid results can occur when an insufficient volume of extraction reagent is added to the test card. To ensure delivery of adequate volume, hold vial vertically, 1/2 inch above the swab well, and add drops slowly. Directions for running the binaxnow¿ covid-19 ag card home test 4. Apply fluid to top hole a. Remove dropper bottle cap. B. Hold dropper bottle straight over top hole, not at an angle. C. Put 6 drops into top hole. Do not touch card with tip. The product will continue to be monitored and tracked.

Manufacturer narrative:
Customer was provided instruction/ training for the correct procedure as well as the safety data sheets for the kit.

Event description:
The customer reported that she did not follow the direction properly and put binaxnow covid-19 home test reagent on the swab before she tried to swab her nose. The proctor stopped the test before the customer did anything else. No additional patient information, including treatment and outcome, was provided. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Due to the ingredients of the reagent and the sensitive nature of the nose, there is moderate risk of serious injury to the nose. Therefore, the incident shall be considered reportable.